Manufacturer narrative:
(B)(4). This report is for the first in a series of two product issues with the same patient. The second event has been reported under MDR# 3004526033-2015-00077

Event description:
Information was received through a literature search. A 15 gauge ez-io needle set was placed using the ez-io driver to the right proximal tibia (pt). After a 5 ml bolus, calf swelling was noted and that io needle set was removed. A 15 mm needle set was then placed into the left distal femur. A return to spontaneous circulation was achieved after 18 min of CPR and medications. An arterial catheter was subsequently placed into the right femoral artery. The neonate was transferred to a pediatric intensive care unit, where he was intubated, ventilated and an adrenaline-infusion was administered via the io catheter. Therapeutic hypothermia was initiated for a 24-hour duration. Several attempts to place a femoral central line with ultrasound guidance failed. After 24 hours of therapeutic hypothermia, the patient was warmed. 24 hours post-io insertion clinicians noticed the right lower limb was cold and pale with a clear demarcation line below the io needle insertion site, indication a serious complication. The io needle was removed and anticoagulation with subcutaneous enoxaparin 0.5 mg/kg was started. Ultrasound-guided central venous access was achieved in the right femoral vein. Two days after the placement of the io needle epidermolysis of the skin of the right distal limb was detected. An angiography and several surgical fasciotomies of the right limb muscles were done with initial signs of re-circulation thought to be sufficient. Five days post-initial io needle insertion a second surgical procedure was done and all lower limb muscle compartments were found to be non-viable, resulting in a below the knee amputation.

Manufacturer narrative:
(B)(4). Corrected data: the patient's age was previously reported as one year. At the time of the event, the patient was (B)(6). The initial reporter information has also been corrected.additional information: no sample was returned for evaluation and no lot number was reported so manufacturing records could not be reviewed. There is no evidence of any device malfunction or deficiency. Compartment syndrome is a known complication associated with intraosseous and vascular access. Physiological and pharmacological conditions are potential contributing factors to the event unrelated to the design or manufacturing of the device. No further action will be taken.